Event description:
It was reported that during implant of the atrial lead, the patient's tissue in multiple areas was unable to be paced in the atrium and thresholds were very high. Therefore the doctor decided to abort the atrial lead and replace it with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor was distorted; there was blood in/on the helix/lobe mechanism and the lead was damaged at implant.